Event description:
Per independent repair center statement, the unit had low o2 or yellow light and alarming or red light. The key failure was saturated sieve beds. Additional malfunction was defective power switch causing no alarm and control panel broken at mount screw.